Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the abutment screw (ilrght) fractured inside of the implant. The fractured piece was removed from the implant. Device identification: expiration date: 20 apr 2022. Date rec¿d by MFR: 11 apr 2019. Device manufacture date: 04 may 2017. The reported complaint device was returned for evaluation. Visual inspection confirmed that the device is fractured at the threaded region. The reported condition of "the abutment screw fractured inside of the implant" is confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events. No other complaint was identified. A definitive root cause could not be identified. Probable causes for the reported event. The most likely probable causes of the reported event are cross-threading and excessive torque applied. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw (ilrght) fractured inside of the implant. The fractured piece was removed from the implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (ilrght) fractured inside of the implant. The fractured piece was removed from the implant.